Manufacturer narrative:
A medtronic representative went to the site to test the system. Nothing appear to be wrong with accuracy. Attempted to replicate the issues but could not replicate. System performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, it was reported that they had two mr and one CT exam. Trace registration was used .traces points were collected starting from the nose then covered forehead. Many trace points were inside skin and many trace point were taken in air. Suggested to collect points with lighter touches and more point in target region. Error metric varied from 1.4 to 5.2 mm 3d model quality was not good. They had three mr exam. Trace registration was used .trace points were collected starting from the nose then covered forehead. Many trace points were inside skin and many trace point were taken in air. Suggested to collect points with lighter touches and more point in target region .3d model quality was good. They had two CT exams. Trace registration was used. Trace points were collected starting from the nose then covered forehead. Many trace points were inside skin and many trace point were taken in air. Suggested to collect points with lighter touches and more point in target region. Error metric varied from 1.4 to 3.8 mm 3d model quality was good. There was 30 min gap between registration and navigation. Suspecting frame movement or frame bump could be the cause of inaccuracy. There was insufficient information to determine whether a software anomaly contributed to the reported beh avior. Technical services was unable to recreate power surge behavior, system shut off and on with patient loaded, and registration remained in tact. They noted the mr scan created a very poor 3d model with a lot of scatter around the patient's mouth. Inquire where the surgeon initially tested anatomical landmark and if it was the same position after power surge or somewhere else on the patient? The registration found was under the mr 2 sag image, which had no nose in the scan. Trace pattern contained many sinking points and thresholding/auto refine did little to mitigate the holes and scatter around the anterior portion of the 3d model. The registration had only 1 green zone of accuracy

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. It was reported that intra-operatively, the site experienced a power outage and when they were off generator power, the surgeon was more than two inches inaccurate in navigation. It was noted that they felt accurate prior to the power outage. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated during servicing. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.